Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for epoxy splatter, dual cannulae and inverted cannula with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Here are the things we've done to improve epoxy splatters and drip over. Trained operators in regards to inspecting for epoxy drip overs and identify epoxy issues. Modified the line to prevent mis assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with use of the 30 g x 1/2 in. Bd" bulk, non-sterile needle there was epoxy on the needle. There was no report of injury or medical intervention.